Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the balloon did not cross lesion while another company's did. No additional event or patient information is available. This is being filed based on lab analysis which revealed that the distal shaft was separated. There is no evidence; however, that the device was used.

Manufacturer narrative:
Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon catheter was returned without any blood or contrast visible. The protective sheath was on the balloon and the stylet was in the inner member. The balloon was tightly folded. The distal shaft was separated 8 mm distal to the guide wire exit notch. The separated edges were stretched. The separated portion was returned on the stylet. There was no other damage noted to the balloon catheter. A laser micrometer was used to measure the crossing profile and this met manufacturing criteria. A profile block was used to measure the balloon profile and this met manufacturing criteria.